Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. The stylet/guidewire was found to be obstructed in the conductor. Concomitant products 4296 implantable pacing lead - (B)(6) 2012, 6947m implantable tachy lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that within a couple of months, the patient experienced three hematomas, all of which were evacuated. Additionally, the left ventricular (lv) lead was found to be protruding through the skin near the pocket. The system was explanted, and will be replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that within a couple of months, the patient experienced three hematomas, all of which were evacuated. Additionally, the left ventricular (lv) lead was found to be protruding through the skin near the pocket. The system was explanted, and will bereplaced. No further patient complications have been reported as a result of this event.